Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with p-wave over-sensing exhibited by the right ventricular lead on (B)(6) 2020. A high capture threshold was also noted. It was suspected that the lead had dislodged. Patient presented to the clinic on (B)(6) 2020 for a follow-up, where complete loss of capture was seen. An x-ray confirmed the lead had dislodged. Lead was explanted and replaced on (B)(6) 2020. Lead's helix was unable to be repositioned due to the helix failing to retract after prior placement in the body. Patient was stable after the procedure.